Manufacturer narrative:
The customer did not request service for the system. The vitrectomy probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitreous cutter would not work at high speed. A second pak was used to complete the case with no impact to the patient.